Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having a lot of shaking of hands and arms and patient can barely eat due to the symptoms. Caller was unsure if this a return to baseline symptoms or not. The patient has not had any procedures and stim wasn't turned off for any reason (caller mentioned the patient having a stress test, but this occurred a while ago and is unrelated to patient's current symptoms. There is no activity or event that prompted this issue. The programmer was unavailable for checking the system as it is at patient's home. No further complications were reported or anticipated with this event.